Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 60 units of insulin during the load sequence. Customer was educated on fill amount requirements for the cartridge. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg. The cartridge was reloaded to resolve the issue.